Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker, an active triathlete, and was experiencing delays in adaptive pacing responding to their activity level during training or races. Boston scientific technical services (ts) discussed minute ventilation (mv) sensor settings and device operation. At this time, the device remains in service. No adverse patient effects were reported.